Event description:
On 09/09/08, a pt/layperson alleged that his one touch ultra2 meter results were inaccurately elevated. The customer care advocate, cca, replaced the meter and test strips. Because this senior medical affairs specialist has received no response from the pt, a letter has been mailed and the complaint is classified based upon info the pt gave the cca. Reportedly, the pt tests only 2-3 times a month and takes oral diabetes medication. On an unk date and time in 2008, the pt's blood glucose was reportedly "165 and 125 mg/dl." At an unk time after the results, the pt claimed he felt shaky and dizzy. Reportedly, the pt received no medical intervention. Because the pt allegedly had a symptom that can be associated with severe hypoglycemia after the reported issue began, although no treatment was obtained, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.